Event description:
It was reported that a drill bit broke during surgery. The surgeon was performing a periprosthetic total hip replacement that extended the whole length of the femur. While drilling through the tip of the implant to insert the screw, the tip of the drill bit broke. The piece of the drill bit remains in the patient. There was no delay in surgery. The surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date: device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.